Event description:
It was reported that during the pacing lead implant attempt the lead was unable to sense what looked like sinus rhythm for the patient. After several attempts by the physician to reposition the lead, it was suspected the lead had been damaged or kinked during insertion. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. The analyst noted that the electrical resistance and cross continuity test results were within specification.